Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had broken sears. Customer stated, "if the door is not properly held when closing...it snaps the little white piece off this latch." When showed a picture, customer confirmed the "little white piece" is the sears. Bd team educated customer that the lvp door is spring loaded and proper closure is to grasp door closed and lower handle. 107 devices identified currently with broken sears. There was no information on patient involvement. Additional information was obtained by a bd clinical practice consultant (cpc) during on-site visit. The cpc inspected the devices and observed "sears seemed to be catching more than they should on the air-in-line housing." And, "the majority of broken sears (that had been part of the original 50 reported) were with the right ear broken off with the small knob on the edge, but there were 11 that had both prongs broken almost completely off.".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported "broken sears" failure was confirmed the suspected devices show broken sears, as well as the 102 provided by facility, as in the reported fault. Internally, the pump module sn: 16754473 shows damage to the ail sensor. The remaining devices show no internal faults after inspection. All inspected parts were manufactured by bd. The customer reported no patient involvement; therefore, a review of the logs was deemed not necessary. The result of previous bd investigation findings for another customer support that the sear 8100 (pntc10008276) breakage from complaint pr 10629511, both tests indicate that the smooth fractures seen at this account and orlando health were consistently reproduced with the samples exposed to virex. None of the control samples and samples tested using bd approved cleaners showed signs of the smooth fractures and do not indicate any presence of void/cavities. The assessment of the previous investigations/fi have also indicated that virex is incompatible with the sear component the bd alans system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach metrex caviwipes¿ bleach disinfecting towelettes proper care and maintenance are essential for keeping the alans system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alans system use of unapproved disinfectants can result in incorrect device operation. Do not return a damaged device to patient use damaged devices can result in patient harm send the damaged device to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: - replace all the door latch assemblies, including all the sears damaged for all suspect devices. - replace the ail assembly for the pump module sn: 16754473. - replace the iui¿s pump module sn 16754554 - replace the door assembly for pump modules sn 16754473 and sn 16754605. Please ensure proper assembly and re-torque all screws to specifications the devices were disassembled for this investigation, dchu is not responsible for any cost associated with incidental findings. Root cause: the probable root cause of the reported of sear breakage is being attributed to the use of a non-approved cleaning chemicals which can lead to plastic embrittlement and environmental stress cracking, side loading of the latch handle to the right has also been shown to be a contributing factor to the observed damage in previous investigations. According to the bd site visit to orlando health medical center report ¿the infusion center, that only used the approved pdi super sani cloths to clean their devices, we found that the latch moved more smoothly. This infusion center does not send their pumps to central, and they have not experienced any broken sears.¿ ¿orlando regional has a central cleaning location/process. That process will be explained further in the report, but it is important to note that they are intermittently using virex not approved on the devices when they are very sticky.¿ ¿the second infusion center was also using af3 not approved intermittently. They use it on their chairs and will often just move right to the pump and clean the device with it. Neither central nor clinical removes the cleaner after the required contact time.¿ per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had broken sears. Customer stated, "if the door is not properly held when closing...it snaps the little white piece off this latch." When showed a picture, customer confirmed the "little white piece" is the sears. Bd team educated customer that the lvp door is spring loaded and proper closure is to grasp door closed and lower handle. 107 devices identified currently with broken sears. There was no information on patient involvement. Additional information was obtained by a bd clinical practice consultant (cpc) during on-site visit. The cpc inspected the devices and observed "sears seemed to be catching more than they should on the air-in-line housing." And, "the majority of broken sears (that had been part of the original 50 reported) were with the right ear broken off with the small knob on the edge, but there were 11 that had both prongs broken almost completely off."